Manufacturer narrative:
Review of the clinical files showed the device attempted to analyze the patient's rhythm a total of 4 times. However, artifact was detected and evidence of poor pad contact that halted analysis by design. The outcome of the analysis is due to the inherent limitations of ECG analysis programs and not because of a device malfunction. The device was found within specification and was recertified and returned to the customer. It is important to note, the electrode pads used during this event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a (B)(6) old female patient, the device failed to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.